Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient reported a low blood glucose alarm did go off, but he did not do anything and fell asleep. The patient then woke up in the hospital. The patient's blood glucose levels declined to below 54 mg/dl. Patient did not experience any symptoms. The patient was released the same day (B)(6) 2025 and does not recall what treatment was done.